Manufacturer narrative:
Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. If explanted, give date: not applicable, as the lens remains implanted. The lens is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. The serial number for the device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a bilateral intraocular lens (iol) implant. Reportedly, at the 6-months post-op visit ((B)(6) 2018), the patient complained of being extremely bothered by halos/starburst and driving at night. There was no patient complication and/or related injury reported. No planned intervention reported. Visual acuity right eye (od): 20/20. Visual acuity left eye (os): 20/40. No additional information was provided. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Brand name: tecnis synergy. Model number: zyr00. Serial number: (B)(4). Catalog#: zyr00u0225. Expiration date: 10/18/2022. UDI number: (B)(4). Device manufacture date: 10/18/2017. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zyr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the PMA number p980040 that was provided in the initial filing is not applicable and the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2018-00853. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.